Event description:
It was reported that during an anterior cruciate ligament reconstruction surgery while tensioning the tibial tightrope with the abs button, the button broke into two parts. The broken piece was retrieved out of the patient. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. The abs tightrope was tightened and then fixed a new tightrope with the wires of the tightrope and a staple.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: b5, d9, g3, h3, h6. The complaint allegation is confirmed. One unpackaged, ar-1588tb-1, tightrope® abs, button, round, ø 14 mm, serial/batch number (B)(6), was received for investigation. Visual evaluation noted that the abs button was broken in half. Functional testing was not performed due to the damage of the device. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force used during suture passing/tightening /tensioning. Per dfu-0147 revision 2: "g. Precautions. 1. Acl/pcl/btb/rt/abs tightrope only: excessive force on the shortening suture strands and/or tensioning the shortening suture strands not in-line with the bone socket may break the strands and impair ability to fully seat the implant. No additional force on the shortening suture strands is required when the graft/wedge construct reaches the desired position in the femoral socket and the graft stability is verified by pulling distally on the graft."

Event description:
Update dw 28-jan-2025: further information was provided that not direct harm was caused to the patient, but the surgery was extended by approximately 30min.